Manufacturer narrative:
The product was returned for evaluation. Customer report of subvalvular thrombus could not be confirmed through visual observations. X-ray demonstrated wireform intact however distorted near commissure 2. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 3 at the inflow aspect and 1.5mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Leaflet 1 had been cut by approximately 11mmx4mm; the leaflet fragment was not returned. Serrated markings were observed on leaflets 1 and 3 near commissure 1. The wireform was exposed on commissure 2. Fragments of host tissue, suture and pledgets were returned with the valve.

Manufacturer narrative:
Evaluation summary: the report of thrombus and suture loop was confirmed. Thrombus/vegetation was observed on the outflow aspect of leaflet 3, and at the inflow aspect of the leaflets near the commissures. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Suture track indentations were observed on leaflets 2 and 3 near commissure 3, indicating the suture was looped around commissure 3. Leaflet 1 had been cut by approximately 12 mm x 13 mm; the leaflet fragment was not returned. Leaflet 3 had a cut of 9 mm on the cusp region near commissure 3. The cuts on both leaflets had smooth and even edges. X-ray demonstrated wireform intact. Fragments of vegetation and host tissue were returned with the valve; calcification was observed on some of the fragments.

Manufacturer narrative:
(B)(4). Refer to MDR report number 2015691-2017-01576 for additional information related to this patient and event. The device was not returned to edwards for evaluation. Attempts to retrieve the device were unsuccessful. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. Based on the information received the cause cannot be conclusively determined; however, patient factors likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 27 mm mitral valve, implanted three (3) years,10 months, was explanted due to thrombosis. Patient developed intermittent atrial fibrillation and was placed on coumadin and then apixaban therapy. The patient was felt to have developed endocarditis; however, the patient's culture's remained negative. Transthoracic echocardiogram showed severe mitral valve dysfunction. The physician evaluated the patient and suspected that the patient had prosthetic valve thrombosis due to inadequate anticoagulation with eliquis in the face of permanent atrial fibrillation and double prosthetic valve replacement. During explantation of the mitral valve, there was a large thrombus on the valve that was mostly occlusive. There was no free thrombus in the left atrium that could be seen, either in the veins or in the atrial appendage. It was also noted that at least one of the valve posts was encircled with one of the annular sutures and probably a second one also. The mitral valve was replaced with a non-edwards valve. Tee showed normal functioning mitral prosthesis without any perivalvular leak. The patient was discharged on post operative day seven.